Event description:
It was reported that during a follow-up in 2008, an increase in atrial threshold was noted. In 2009, the lead again exhibited a rise in threshold, as well as loss of capture and sensing. The lead was explanted.

Manufacturer narrative:
Final analysis found that the lead has been exposed to external abrasion which wore off the titanium nitride on the ring electrode and abraded the filars on the proximal coil. The proximal insulation was also abraded in several places. The abrasion most likely occurred due to contact with another lead.